Event description:
A report was received that patient developed a severe headache one day after the trial procedure. The physician suspected the headache was due to a dural puncture caused during the insertion of the tuohey needle. The patient was treated with IV fluids, analgesia, a blood patch and bed rest. The patient was stable and released from the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50e, serial/lot: (B)(4), description: trial linear 3-4 lead, 50cm.

Event description:
A report was received that patient developed a severe headache one day after the trial procedure. The physician suspected the headache was due to a dural puncture caused during the insertion of the tuohey needle. The patient was treated with IV fluids, analgesia, a blood patch and bed rest. The patient was stable and released from the hospital.